Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported right side rupture and "tissue with chronic inflammation." Device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Device evaluation: visual analysis of the returned device identified crease fold, an extended opening on posterior, and observed 40 mm dark patch edge material inside device. Weight measurement of the device identified device was underweight. A microanalysis was performed which identified a sharp crease opening on posterior. Based on the device analysis the final assessment was a sharp crease opening on posterior due to fold flaw opening.

Event description:
Healthcare professional reported right side rupture and "tissue with chronic inflammation." Device has been explanted.